Event description:
Consumer complaint of high blood results. Caller normally ranges from 145-150mg/dl/ based on parkes error grid analysis, the bias between the highest result in memory (344) and the lowest normal result (145) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.